Event description:
An asp fse reported that during a pm2 for a sterrad 200 sterilizer, he observed oil missing from the oil mist filter. The fse replaced the oil mist filter to repair the issue. Fse spoke to customer and customer had not seen missing, nor was it reported to him that anyone had seen missing.

Manufacturer narrative:
(B) (4): oil mist: the fse replaced the oil mist filter to repair the issue.